Event description:
Bed and mattress require three steps (each located on different sides of bed) to prepare for emergent CPR. This process can take up to a minute to a minute and a half for the mattress to fully deflate in order to initiate CPR, creating a delay in care.